Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. The customer's sensor readings were reported to be 385.2mg/dl, and their blood glucose reading was 216mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor did not blink after connecting. It was reported that the electrode was missing. It was reported that the sensor would be replaced.